Event description:
It was reported that the pump declared a cartridge change error. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed to inspect and clean various components like the cartridge o-ring and pneumatic tap area, attach the cartridge to the pump, and follow on-screen instructions. After encountering issues with loading and minimum fill, the customer filled and loaded a new cartridge, successfully resuming insulin. The issue was resolved without further action needed from technical support.